Event description:
The lay user/patient contacted lifescan in 2008 and alleged that her one touch ultra meter was displaying the error 4 message. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred two months ago (specific date/time not provided). She also mentioned that she experienced symptoms of being nervous, sweaty, and had blurred vision after the reported issue began. However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. The patient was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product. Per the patient, the condition of the test strips was good and the meter was not exposed to temperature outside of the acceptable range. The test strips were also within the expiration/discard dates and the patient's testing technique was reviewed to be correct. The issue was resolved with a new vial of test strips. This complaint is being reported because the patient claimed to have experienced symptoms that could be suggestive of hypoglycemia after the reported issue began. The alleged issue was not resolved with the subject test strips, however, it was resolved when a retest was performed with a new vial. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.